Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed states had an arctic sun device that was sent for the patient temperature was not registering correctly. They replaced the temperature cable and had the device in test mode with a 98.7f temperature key plugged in. They ran it for an hour and the temperature did not change. Biomed asked if there was something else that could be wrong. Explained the temperature keys used for testing were for a specific temperature. The patient temperature would not change with the temperature key plugged in as these are designed to read at the specific temperature, for example the 98.7f. If the patient temperature was not reading prior and was now registering with the new cable, then it might have been a bad cable. Offered to transfer to troubleshoot, however biomed should be good then because it works correctly when testing.

Event description:
It was reported that the biomed states had an arctic sun device that was sent for the patient temperature was not registering correctly. They replaced the temperature cable and had the device in test mode with a 98.7f temperature key plugged in. They ran it for an hour and the temperature did not change. Biomed asked if there was something else that could be wrong. Explained the temperature keys used for testing were for a specific temperature. The patient temperature would not change with the temperature key plugged in as these are designed to read at the specific temperature, for example the 98.7f. If the patient temperature was not reading prior and was now registering with the new cable, then it might have been a bad cable. Offered to transfer to troubleshoot, however biomed should be good then because it works correctly when testing.

Manufacturer narrative:
The device was not returned. The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. They replaced the temperature cable and had the device in test mode with a 98.7f temperature key plugged in. They ran it for an hour and the temperature did not change. Biomed asked if there was something else that could be wrong. Explained the temperature keys used for testing were for a specific temperature. The patient temperature would not change with the temperature key plugged in as these are designed to read at the specific temperature, for example the 98.7f. If the patient temperature was not reading prior and was now registering with the new cable, then it might have been a bad cable. Offered to transfer to troubleshoot, however biomed should be good then because it works correctly when testing. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.